Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The lesion was pre-dilatated with a 2.0x15mm semi complaint balloon and 2.5x48mm xience xpedition stent was deployed at 11 atmospheres. Post dilatation was performed with a 2.75x12mm non-compliant balloon at 16 atmospheres; however, after post-dilatation an edge dissection was observed at the proximal edge of the stent. A xience sierra was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.